Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Water tightness was not maintained due to holes in the video cable due to external factors. The adhesive part of the objective lens had peeled off due to handling. The bending section cover had scratches, operation part, grip, up/down/left/right plates, and black cover due to external factors. The bending section cover adhesive was missing. The video connector may have been scratched due to external factors. The video connector was broken due to an external factor. The light guide connector and video connector case may be scratched due to external factors. The light guide cover glass was deformed due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope had water leakage. No patient injury reported. During the evaluation of the device, it was noted the image had noise and loss due to a defective circuit or shielding. This report is to capture the reportable malfunction of the temporary image loss due to a defective circuit or shielding noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.